Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy procedure the device allegedly self activated. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. One maxcore biopsy needle was returned for evaluation. The top slide self-activated during evaluation. Upon disassembly, it was noted that the left bumper was bent by the spring. Based on the findings, the investigation is confirmed for self-activation. The identified bent left bumper likely contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during an ultrasound-guided breast biopsy in normal density tissue the device allegedly self activated. It was further reported that no coaxial was used and the procedure was completed with another device. There was no reported patient injury.